Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on consistently. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4): review of the black box verified the pump time and date reset to the default setting. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. On evaluation, there was no damage to the battery cap or the battery compartment. On testing, the returned battery cap was able to be fully tightened with no visible yellow o-ring. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. A battery cap functional test was performed; no battery cap connection defects were observed. The pump cover was removed for investigation and revealed the bt1 was noted to be leaking. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.